Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the abdomen. On (B)(6) 2023 around 6 pm the patient's cgm display device was showing reading of 400 mg/dl and decided to take insulin, then around 12 am he received another alert that the cgm was 400 mg/dl, again treated himself with insulin, approximately around 6 am on (B)(6) 2023 he received another alert reading of 400 mg/dl and decided to treat himself with more insulin (30-40 unit of insulin). It was not documented whether the patient experienced symptoms around these separate times. After the last reading around 6 am five minutes after taking the insulin, the patient passed out. Before the patient was about to pass out, he was able to call the ambulance. When the emergency medical service (ems) arrived, the patient was transported to the emergency room. The bg was measured by ems showing 29 mg/dl while the cgm was still showing 400 mg/dl. The patient was transported to the emergency department where the doctor gave glucose via IV. After treatment, the patient recovered and was discharged the next day. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B4 date of this report - date should be 06/02/2024.

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient was hospitalized 24 hours. No additional patient or event information is available.